Event description:
Customer stated the pad has three burn marks in the middle of the pad.

Manufacturer narrative:
Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.